Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2014-03329. It was reported the pt was no longer receiving effective stimulation in his pain pattern and is not receiving any stimulation at the top of his head following an elective scs ipg explant/replacement procedure on (B)(6) 2014. Subsequently, on (B)(6) /2014, the pt underwent exploratory surgery during which the scs ipg pocket site was opened, the occipital scs leads (off-label) disconnected from the scs ipg and wiped then reconnected and tested. Although, the impedance values were lower during this test, they were still within normal limits. The pt's stimulation was then turned on with stimulation being felt in the pt's pain pattern with the exception of the top of his head. The physician decided to not pursue intervention at this time of the procedure. Follow-up identified as of (B)(6) 2014, the pt is still experiencing loss of stimulation at the top of his head (effective stimulation is remaining pain pattern). Surgical intervention will be taken at a later date to address the issue by adding an additional scs system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.